Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2009, catheter model 8703w, lot # l36765, implanted: (B)(6) 1995. (B)(4) -very bad taste in mouth, same in the nose; (B)(4) "pump's not working consistently."

Event description:
It was reported that the patient experienced "intermittent withdrawals," a "very bad taste in mouth, same in the nose; running, water, itchy eyes, loose bowels, throwing up." Patient was seen in the emergency department 3 days prior to the initial report with the above symptoms and received "a shot," of what was not reported. It was noted that the pump was "not working consistently." The patient was seen in clinic the day of the initial report, no alarms were heard, pump logs read- no alarms, programming was correct. The next day it was reported that the reservoir volume was checked, no values were reported. Three weeks after the initial report, it was noted that a catheter dye study was done on (B)(6) 2013 with "no evidence of disruption of the catheter or blockage." Patient had been referred to neurosurgeon. The device system was used to infuse dilaudid.